Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, patient oral hygiene, or patient behavior.

Event description:
Reporter stated that implant failed due to the fixture's initial instability. On investigation, dentist was unable to recall specific patient and could not provide any additional information.